Manufacturer narrative:
Umano initiated an investigation upon receiving the complaint, which included photos from the reporter. We requested the dimensions of the mattress/bolster and the model used on the bed at the time of the incident. After reviewing all the information and comparing it with a similar bed with a similar configuration, we found no evidence of product failure. However, the customer noted that the patient has a specific clinical condition including neuropathy in the feet, being ambulatory, and having generalized weakness. Based on our investigation, it appears that the patient's clinical condition may have contributed to the incident. No product failure was identified.

Event description:
On february 25, 2025, customer reported to umano medical's technical service that a patient was found with their foot entrapped between the bolster and the footboard of the bed, resulting in a toe fracture and laceration. He mentioned that the bed is equipped with an mdf(wood) footboard. On february 27, 2025, umano was notified by its us agent of the voluntary medical device report (MDR) number mw5162038 related to the same complaint.